Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the caller stated that the patient indicated the previous system was removed because it didn't work and they "left a disc in". Technical services reviewed device information and reviewed the use of MRI mode. An additional healthcare provider called to follow-up on this case. The caller reported that the patient claimed the "disk" remained implanted and they removed all other components. The caller stated that the patient claimed that the implanted devices did not work. Technical services reviewed MRI information.